Manufacturer narrative:
It was found that the customer allows patient samples to clot for 10 minutes and centrifuges samples for 6 minutes at 3000 g. According to the manufacturer, clotting time is 5 minutes and centrifugation time is 3 minutes at 4000 g. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 210.2 ng/l. A new sample was obtained and the result was 17 ng/l. The first sample was repeated and the result was 12.77 ng/l. The first sample was also repeated on another module and the result was 12.15 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.